Event description:
It was reported that the reservoir was leaking. The customer's blood glucose was 166 mg/dl. It was stated that the leak was possibly in the barrel. There were no findings of insulin or fluid in the battery or reservoir compartments, nor under the lcd display. The source of the leak was found to be the snap cap. It was also stated that a new box of reservoirs of the same lot was opened and five transfer guards were bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.